Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that twenty-five occurrences of a leukocyte film had forming on the blood filter during the return cycle on the plasma collection system. Furthermore, it was impossible to return cells to the donor. No donor injury was reported. No operator injury was reported. On 07/25/2011, further info was provided about the incident stating that high pressure alarms were occurring in the first return cycle and low pressure alarms in the subsequent draw cycle. Clots were observed in the blood filter. No disposable products or solutions used are available for eval. Only the solution lot number has been identified. No non-conformities were identified during the solution review of batch history and retains. Attempts have been made to acquire info about the other disposables used. No info about the machine serial numbers used. Investigation is ongoing. F/u report will be filed when investigation has concluded.

Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that twenty-five occurrences of a leukocyte film had forming on the blood filter during the return cycle on the plasma collection system. Furthermore, it was impossible to return cells to the donor. No donor injury was reported. No operator injury was reported.